Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected for use. After achieving femoral access, a transseptal puncture (tsp) was performed using the versacross connect and the trusteer sheath. Once the was sheath was on left side and the dilator removed, a thrombus was noted on tip of the sheath. The physician aspirated through sheath and the sheath was removed. The procedure was canceled and will be reattempted at a later date. There were no further complications reported.